Event description:
While hospitalized due to failure of the dexcom g7 to alert about hyperglycemia problems: use the below appropriate insulin order sets in epic, including: insulin order set: ip (inpatient) adult subcutaneous (sq) insulin hypoglycemia protocol order set: ip adult hypoglycemia in the hospital, consider: long-acting (basal) insulin: glargine 20 units every 24 hours. Rapid-acting (bolus) insulin: lispro 3 units qac (before every meal) (hold if patient is not eating). Rapid-acting correction lispro insulin: lispro low unit correction qac (to be given with pre-meal bolus to correct for hyperglycemia. Rapid-acting bedtime correction lispro insulin: low unit correction hs (at bedtime). Please check glucose qac/qhs (every night at bedtime) (if ordered for a po (by mouth) diet). Inpatient target glucose 140-180mg/dl. Of note, hypothyroidism and addison disease listed in his medical record from (B)(6) (by mouth). Pt had adrenocorticotropic hormone stimulation test before with appropriate cortisol response, thus does not have adrenal insufficiency. Also, has historically normal tft (thyroid function test) without levothyroxine replacement therapy, therefore, does not have hypothyroidism. Would consider reviewing/deleting this misleading diagnosis from his records if considered appropriate by his providers.